Manufacturer narrative:
Conclusion: this device is available for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
The physician was treating a posterior communicating artery aneurysm with the penumbra coil 400 system. He had successfully delivered approximately five coils and chose to place another coil. After placing the coil inside the aneurysm, he attempted to detach the coil using the detachment handle. The coil would not release. He noticed only a small separation of the black band on the proximal end of the pusher assembly. He attempted a second detachment with the detachment handle. It would not release. He removed the coil and successfully replaced it with another penumbra coil 400. There was no patient injury related to the product issue.